Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify "cartridges did not hold: loss of these two times.": were you able to install the cartridge in the device? If yes, was the cartridge able to be fired? Did the cartridge fall out of the device? If so, did any part of them fall in to the patient? If so, how was the part retrieved? When the device had jammed, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Please clarify what is meant by "the battery disintegrates from the device.": did any part of the battery fall apart? Was there any damage to the battery? Did the battery detach from the device?

Event description:
Defective device; cartridges did not hold: loss of these two times. The device stayed jammed in closed position and the battery disintegrates from the device. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5857g. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.